Event description:
Plate removal procedure, r ankle. The initial injury occurred on (B)(6) 2012. Initial surgery, plate implant, was performed on (B)(6) 2012. A plate was implanted with 3, 3.5 locking screws, 4, 2.7 locking screws and 1, 4.0 cannulated screw. It was noted that the pt was non-complaint postoperatively, ambulating on the construct. A CT scan on (B)(6) 2012 showed a vascular necrosis. The construct was removed on (B)(6) 2012 and the ankle was fused. This is 1 of 7 reports.

Manufacturer narrative:
Review of device history record (DHR) found nothing that would cause or contribute to the reported incident. All specification requirements were acceptable during manufacturing and release of subject product. The investigation could not be completed as no product was returned.